Event description:
It was reported that device did not last as long as expected likely due to high pacing output on the left ventricular lead, which had high threshold. The patient reported that the patient alert triggered due to the low device battery. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.